Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the rep that the ems instrument jammed when the surgeon fired the device. Another ems instrument was used to complete the case. There was no consequence to the pt.